Manufacturer narrative:
Film evaluation results are: the exact cause of the type iii fabric endoleak could not be determined from the angio images provided. Analysis of the returned films did not reveal any characteristics that could explain the reported event. The anatomy at implant, earlier post-implant films, and recent CT¿s were not available for review. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that, approximately seven years and seven months post index procedure, an angiogram revealed a type iii fabric endoleak at the bifurcate level of the aneurx stent graft main body. The physician elected to reline the device with an endurant ii aorto-uni-iliac stent graft and performed a femoral to femoral bypass. The procedure was completed and the event was resolved. Per the physician, the cause of the type iii fabric endoleak was unknown. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.